Event description:
Event description guidant received information that this right ventricular lead had dislodged. During a lead revision procedure, it was subsequently noted that the helix of this lead was plugged with tissue. The lead was then explanted from the patient and replaced with another guidant lead.